Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances of 150 ohms which is a significant increase from the 40 ohms it was at initial implant. Boston scientific technical services (ts) was consulted and suggested testing the lead at different vectors to determine if changing programming would help. Both the device and lead remain implanted and no intervention is planned at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.